Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing of the catheter, the implanter was unable to deflate the balloon. The catheter was not used. No patient complications have been reported as a result of this event.